Event description:
It was initially reported in (B)(6) 2011 that the patient experienced a loss of therapeutic effect. The patient had nausea and vomiting, and felt a burning sensation over the implantable neurostimulator (ins) site and pain over the lead location. All impedances were normal and the patient's physician believed the symptoms were due to exacerbation of gastroparesis. On (B)(6) 2012, it was reported that the patient had been hospitalized with nausea and vomiting and still experienced a loss of therapeutic effect. The patient was hospitalized six times since the ins was implanted and required intravenous (IV) fluids each time. The patient had "some benefit" from the ins for about two months following implant but no longer had any therapeutic effect. It was unknown if there was any trauma related to the loss of effect. The physician had reprogrammed the patient's ins twice. The ins settings were currently 7.4 v, 330's, 14 hz, with cycling 0.1 sec on 5 sec off. After consulting with a company representative, the cycling was changed to 1 sec on 4 sec off. Imaging of the lead was also recommended to rule out migration. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Product typ lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Product typ lead. (B)(4).